Manufacturer narrative:
The field service engineer (fse) found and replaced leaking hgb blank restrictor line (tubing) that is attached to solenoid (sl18 or sol18) to resolve the issue. He flushed the low restrictor line, replaced the low vacuum regulator (rg2) and the black choke #50, removed and cleaned the vacuum trap (vc21) that was clogged with crystallization to resolve low vacuum drifted errors. (B)(4).

Event description:
The customer reported that ½ ml of lh series cleaner leaked from the coulter lh 750 hematology analyzer and instrument generated low vacuum drifted error. The leak was not contained inside the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.